Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified posterior descending artery of the right coronary. A 16 x 2.25 promus premier&#10244;rug eluting stent was advanced but failed to cross the lesion. After removing the stent, the physician found that the distal edge of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was good.